Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the pt complained of needing multiple laser procedures and reading glasses. In addition, the pt reports experiencing difficulty with the colors black, navy, and purple. Pt also reports experiencing daily headaches and dry eye. Add'l info isbeing requested from the pt.